Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot biopsy forceps was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the hot biopsy forceps failed to provide energy and they were unable to cut the polyp completely. Minimal bleeding occured and clips were used to stop the bleeding. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Caller states patient reportedly received the following results on the performa system within 10 minutes: 6.1 mmol/l, 14.8 mmol/l, and 9.7 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device however caller no longer has the test strips.

Manufacturer narrative:
The event occurred in (B) (6). Will not be returned to manufacturer.